Event description:
Updated summary: customer reported that smartguard kept giving them auto corrections when they did not need it. Customer wanted to know where the suspend is in smartguard. Customer had a low blood glucose of 2.8mmol/l on (B)(6) 2024. Customer ate something to treat the low. Customer alleged over delivery because pump continued to deliver insulin when customer was going low and customer had to disconnect the pump. Last set change was on (B)(6) 2024. Customer was not disconnected during that set change. Helpline went over the carelink report with the customer and explained that the pump did not give them insulin during that period of time. Per helpline, pump seemed to be working as designed. Troubleshooting was done. Pump was used within 48 hours of the low. Smartguard was used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from on (B)(6) 2024 to on (B)(6) 2024 as per new additional information and which is updated section b3 and b5 (updated the summary). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1885. The customer reported the pump continues giving them autocorrection. The customer does not believe the pump is over delivering. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.